Event description:
Medtronic received information that exposed to magnetic field or MRI, pump error 130 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11 e. Retainer = black. Customer returned pump for an alleged pump error 130 alarm/exposed to magnetic field or MRI found on (B)(6) 2021. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found (3) pump error 130 alarm in the event date of (B)(6) 2021 started from 11:04 am, 11:06 am and 2:13 pm. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched lcd window. Pump error 130 alarm/exposed to magnetic field or MRI was not confirmed. Cosmetic damage found on the keypad overlay.